Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a unresponsive motor and high blood glucose. Customer's blood glucose was over 300 mg/dl. Customer's mother did not have access to the pump during the call. No delivery alarms were notes and there was no moisture exposure. Insulin pump was not dropped or bumped.